Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Returned product consisted of an express2 stent delivery system (sds) and stent with no original packaging or other devices. There was contrast in the inflation lumen. The balloon was tightly folded and the stent was centered between the markerbands. There were three flared struts in the first and second proximal rows of stent struts. There was a kink 10.5 cm from the hub. There was no evidence of material or manufacturing deficiencies that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, stent damage occurred. The physician advanced the 2.5x16mm express 2 stent but was not able to cross the unspecified target lesion due to plaque in the lesion. Upon removal of the stent system the stent appeared flared. The procedure was completed another 2.5x16mm express 2 stent. No patient complications were reported and patient status is ok.

Event description:
It was reported that during a percutaneous coronary intervention, stent damage occurred. The physician advanced the 2.5x16mm express 2 stent, but was not able to cross the unspecified target lesion due to plaque in the lesion. Upon removal of the stent system the stent appeared flared. The procedure was completed another 2.5x16mm express 2 stent. No patient complications were reported and patient status is ok.